Event description:
The core impaction drill was sent in for eval due to overheating during a procedure. No adverse event was associated with the device. The procedure was completed with a readily available alternate device without any procedure delay.

Manufacturer narrative:
Corrosion of the drive shaft and the motor cartridge was identified as the probable cause of the overheating described in the complaint.